Manufacturer narrative:
The insulin pump was received with critical pump error open book image and was unable to download; the problem is isolated to printed circuit board 2. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to critical pump error open book image. The insulin pump had scratched case, pillowing keypad overlay and serial number label stained.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed critical pump error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller confirmed that a red x appeared on the display screen. No other alarm followed the critical pump error alarm. The insulin pump will be returned and replaced.